Event description:
The customer reported that the buttons are not responding when the alarms come up. The blood glucose reading was 149 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive act button due to flatten act button dome switch. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. No frozen screen noted. Unable to perform the displacement test due to keypad anomaly.